Event description:
It was reported that deuring preparation for a coronary drug eluting stenting treatment procedure, the packaging was noted to be open. During unpacking of the taxus express2 8.8% 2.50 x 12 mm drug eluting stent, the facility noted the blister packaging was open. The procedure was completed with another taxus stent. No pt complications were reported, as the problem occurred outside the pt and that device was not used.